Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system suddenly restarts. As a part of troubleshooting action fse deleted patient data and restarted the system, after restarting, it returned to normal, but it may not be possible to output x-rays. To resolve this issue fse replaced suite pc. After replacing the suit pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the azurion system suddenly restarts during normal examination. After restarting, it may return to normal, but it may not be possible to output x-rays. The device was in clinical use. No patient or user harm reported.